Manufacturer narrative:
Per tandem's t:slim g4 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed a blood glucose (bg) value of 28 (mg/dl) in the pump data logs. Tandem technical support reviewed the data logs and confirmed a bg entry of "28" was programmed onto the pump. Reportedly, the customer did not experience a bg value of 28 mg/dl, and bg values had been 160 mg/dl. The customer reported that the bg value of "28" may have been entered in the middle of the night while the customer was asleep. Additionally, the customer reported that there were no issues with the pump and no impact to the customer's bg level.